Event description:
A malfunction alarm was reported by the customer. There was no reported impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The customer was able to continue using the pump and was advised to call back if the malfunction code recurred.